Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, no capture, and high, undefined impedance. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high output on the lv lead. The lv lead was capped and replaced. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.